Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. Since (B)(6) 2015, the patient was getting blood glucose results between 46 mg/dl and 282 mg/dl. On (B)(6) 2015, the patient started using a second infusion device and the blood glucose levels were okay. No adverse event reported. Return of the suspect device was requested for evaluation.